Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump themselves, and the malfunction code did not reappear. Technical support informed the caller that they could continue using the pump and advised them to call back if any malfunction code recurred.